Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that there was fiber found in patient's leg. It was retrieved from the original incision, no further patient effect was reported by the hospital. The procedure was completed with the same device. The patient is reported to be doing fine post-op.

Manufacturer narrative:
Investigation results: microscopic inspection of the dismantled trough of the cannula confirmed that the fibers were silvers from the trough caused by the sharp edges of the scissors as they cross the plastic trough. The customer complaint is confirmed.